Event description:
It was reported that the user experienced blood glucose readings over 300 for several days while using the ilet, without symptoms, and after a guided full supply change insulin delivery resumed with a blood glucose of 173, with the device problem and component information insufficient to determine a specific device issue. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.